Manufacturer narrative:
The device was returned and the investigation found no kinks or bends in the exposed portion of the cannula. There was no evidence of damage or manufacturing deficiencies that would cause the needle mechanism not to deploy. The needle mechanism was reset and fired properly during the investigation. Although no problem was found with regards to a bend or kink in the cannula, a root cause for the reported needle mechanism failure and associated high blood glucose levels could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Using the pod 5 / page 53: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 23.8 mmol/l (429 mg/dl) while wearing the pod for 5 hours on the leg. The patient noted the cannula did not deploy as intended, indicating a needle mechanism failure. The cannula was on the skin and bent.